Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was removed due to infection. They had drainage and redness at the ins incisional site. The hcp discussed options of nothing, antibiotics, and removal, and the patient chose to have the ins and lead removed. There was a small amount of purulent material around the device and it was cultured. No device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Product ID 3889-33, lot# va183lv, implanted: (B)(6) 2016, explanted: (B)(6) 2016. Product type lead, product ID 3889-33, lot# va183lv, implanted: (B)(6) 2016, explanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the device was discarded, the root cause was unknown and the event was resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 3889-33, lot# va183lv, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead; product ID: 3889-33, lot# va183lv, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.